Manufacturer narrative:
Device manufacturer date: the device was manufactured in (B)(6) 2022 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was not sent to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the broken cutting wire. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the cutting wire broke because the device was energized while in contact with (or near) tissue or the distal end of the endoscope, or the cutting wire where the wire coating was torn came in contact with the distal end of the endoscope when the forceps elevator was raised. An electrical discharge then occurred in the cutting wire, and the cutting wire became hot instantly causing the cutting wire to break. If the event occurred because of a tear in the coating, a likely cause of a tear could be the slider being slightly pushed causing the cutting wire to deflect and rub against the endoscope. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result." "Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur." "Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument." "When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material." "Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result." "If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during an endoscopic retrograde cholangiopancreatography procedure, the cutting wire of the subject device broke at the midpoint between the cutting wire and clevercut coating. The breakage occurred during use of diathermy and the setting used with esg-100 was pulsecut slow 120. The user was able to create a little sphincterotomy but noticed on retraction that the wire had snapped off. The physician also stated the patient has a flat pancreatic cut and the difficulty in cannulation was due to that and had to use the double guidewire technique. The procedure was completed with another similar device and there was no impact on the patient.